Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a lipid and blood backflow during patient infusion and no pump alarms occurred. A 1.2 micron filter was added to one limb of the triple y due to compatibility concerns between ketamine and amino acids. Immediately after filter placement, lipids were observed backflowing into the ketamine syringe line, and blood was backflowing from the red lumen; however, both lines flushed easily and remained patent. The spectrump pump was subsequently changed, after which flow normalized. It was noted "amino acids and lipids were taken down due to contamination concerns, and all lines were replaced". No further information is available.